Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported engagement issues on the universal surgical manipulator (usm) 2. It was a three-arm procedure, and the site abandoned usm 2 and continued using only three usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse noted that error 282 occurred in the logs pointing to universal surgical manipulator (usm) 2. The isi fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have an engagement failure. The unit was tested on an in-house system in normal mode where it did not recognize any instruments. The unit was also tested on a testing platform where it failed carriage switches. Troubleshooting was performed and found loose axes controller, carriage interface (acci) flat flex cable (ffc). The acci ffc was reseated and then the unit passed carriage switches on retry.